Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up. High impedance and loss capture were observed. Lead fracture was noted. Patient was feeling unwell due to lack of pacing. Lead was replaced.